Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into cath lab after receiving an alert for low, out of range hv lead impedance. Defibrillation threshold tests were performed but were unsuccessful. The device was unable to convert the rhythm. The patient was externally rescued. Potential lead issue was suspected. Physician made the decision to cap and replaced the lead with a previously capped competitor lead already implanted. Patient did well post procedure with no complications.